Event description:
It was reported that the package containing this sterile product was not sealed and thus, the sterility of the product was compromised. There was no patient involvement, injury or surgical delay reported with this event.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: to date, the product and packaging have not been received for evaluation. A follow-up report will be filed once an investigation has been completed.